Event description:
Per repair center; alleged alarming/red light and the key failure was the heat exchanger leaked. Additional malfunctions are the elbow for the heat exchanger and the tie wraps for the tubing leaked.